Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4). (B)(6).

Event description:
This procedure was part of a clinical study in (B)(6). The patient was enrolled in the study (B)(6) 2014. The target was the right lower limb with a rutherford classification of 3. On (B)(6) 2014 endovascular therapy of the right sfa stenosis was performed using the turbohawk and spiderfx. The lesion length was 14cm with a stenosis rate of 100% to 20%. The subject was discharged with no stenosis observed on doppler ultrasound (dus). At the 365 day follow up on (B)(6) 2015 the subject requested treatment because the claudication symptoms had started. The occluded lesion length was 4cm (by dus). The subject was admitted to the hospital on (B)(6) 2015. The intervention was planned for (B)(6) 2015. The physician believed the ae is target lesion restenosis. The restenosis was treated with a drug eluting stent. The patient was discharged (B)(6) 2015. Please reference MDR 2183870-2015-00295 for the turbohawk used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.